Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was removed from the pump without user interaction. In addition, the customer experienced a blood glucose (bg) displayed as " low" on the continuous glucose monitor. As a result, the customer went to the emergency room (ER). Cause of bg level was unknown. Bg was treated with glucagon and glucose gel. Reportedly, customer left the ER one hour later with customer in stable condition.